Event description:
A senior nurse reported that the vitrectomy cutter illuminator rings changed color and the speed of the cutters also changed. The nurse removed and refitted the cutter and "it seemed to go ok from there". Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep changed the vitrectomy connector as it was little tight to fit new connectors. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).